Event description:
This is report 4 of 6 for this event and with the same patient. It was reported that the sponge inside the minicap was orange in color and was dry. This minicap had been opened but was not used by the patient for therapy. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for potentially associated lot number gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.